Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and implant exchange from textured to smooth due to the concerns of the product. Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on posterior, creases fold, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on posterior. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side malposition and implant exchange from textured to smooth due to the concerns of the product. Additionally, left side observation made during surgery "hole, non specific". Device has been explanted.